Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed high pacing impedance measurements exhibited by the left ventricular lead. Subsequent programming changes were made. The patient was asymptomatic.